Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was flashing the error code: system fault 42224. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that device displayed system fault error. Service history review identified this device has not been in for service previously. Visual and functional testing was performed. Complaint was confirmed with event log. Complaint was not duplicated. The probable cause of the reported problem was unknown. All functional tests of the device passed.